Event description:
It was reported that the customer experienced a blood glucose (bg) level of 198 mg/dl. Reportedly, customer inadvertently unlocked their pump and initiated a bolus they didn't need. Reportedly, customer attempted to self-treat by bolus via pump; however, customer went to the emergency room (ER) where they were monitored to ensure bg level was resolved. Customer was released from ER with issue resolved. Systems check with tandem technical support verified the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.